Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 415 (mg/dl). A bolus was delivered to address bg levels. Reportedly, the contact attempted to adjust the pump settings and the extended bolus feature prior to customer experiencing the elevated bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.